Event description:
Boston scientific received information that this chronic implantable right ventricular lead exhibited increased and then subsequently out of range pacing impedance measurements. Pacing thresholds were also slightly increased. R waves were reported to be good and pocket manipulation elicited no noise. No adverse patient effects were reported. Technical services discussed the possible causes of the increased pacing impedance measurements and advised that increased follow ups would be up to the clinic's discretion. Subsequent information indicated that the lead was explanted and returned for analysis.

Manufacturer narrative:
The lead was returned severed. There were three terminal legs returned. Each segment returned was determined to be electrically continuous. No other testing was able to be performed due to the condition of the lead. The clinical observations were not able to be confirmed.